Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to device, which would not turn on. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the fuses were replaced, however the problem persisted. The issue has been resolved by replacing transformer and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).